Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and confirmed alcl (B)(4). Further details regarding physician: (B)(6).

Event description:
Patient reported right side pain and "lymphoma cancer." Healthcare professional clarified right side events of seroma, pain, and "nodules identified in the capsule, compatible with alcl." Pathology has been provided, and biomarkers cd30+ and alk- have been confirmed bilaterally. The device has been explanted.

Event description:
Additional information reported when patient was "undergoing the procedure for removing the implants, (patient) ran a double risk because was hypertensive, that (the) nipples were taken out of place, has a scar across the breast, used a drain for 12 days and still oozes a breast fluid."

Event description:
Further diagnostic testing has been received, noting "foreign body granulomatosis to particulate material".